Event description:
It was reported that, "package was opened during the course of hip surgery in the hospital. The foam packaging was stuck to the top sterile peel-pak and the rep and surgeon were not comfortable using this particular item, thinking that there may be foam particles/residue on the implant. The item was opened but never implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.